Event description:
It was reported that the device not turning on. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No investigation or root cause analysis could be conducted given that no complaint sample has been investigated completely as of this time. Root cause could not be defined with confidence at this time. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).